Manufacturer narrative:
Concomitant product: surgisis es (rectocele) (product ID: j-slh-4s-7x10, lot number: lb255717). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele, rectocele, urinary incontinence, urinary retention, vaginal vault prolapse. It was reported that after implant, the patient experienced chronic constipation, ibs, rectocele, urinary incontinence, recurrent prolapse, pulling type feeling, dyspareunia, vaginal vault prolapse, cysotcele, unable to have sexual intercourse, recurrent vaginal pain, adhesions, hypertension, anxiety, stress, pain, severe feelings of frustration, limited physical activities, urinary retention, vaginal pressure, vaginal lump, weak pelvic floor muscle tone, erythema, infection, vaginal wall erosion, mesh protrusion, generalized atrophy. Post-operative patient treatment included repair of mesh, cystoscopy, partial removal of mesh, additional surgery, additional implant, and medication.